Event description:
It was reported that during a follow up, high, out of range, hv voltage lead impedance was observed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.